Event description:
It was reported that "when the dr. Tried to pull the tunneler through the skin in order to advance the catheter, the back of the tunneler where the catheter secures on to it snapped off and punctured through the physician's glove piercing the skin."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.